Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 1 week post implant. Yag was performed on (B)(6) 2014, and again on (B)(6) 2014. This event refers to pt's left eye.